Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the lead tip measuring 44.1 cm was returned for analysis. External and internal insulation abrasion was noted at 13.2-14.8cm from the lead tip. The etfe coating was intact at this location.

Event description:
It was reported that during a follow up, externalized conductors were observed in the clavicle area. No electrical anomalies were noted. The lead was explanted and replaced. The patient condition is good.